Event description:
While the table was in a vertical position, the spot film device and column of the system moved toward the ground without operator control. This could lead to a serious injury if the tube head were allowed to contact a patient.

Manufacturer narrative:
With the table in a vertical position, the spot film device and column started to move toward the floor with no command from the operator. The operator was able to stop the motion by activating the motion joystick in the opposite direction of the uncommanded movement. The ge field engineer reviewed the system on site and was unable to reproduce the issue. Root cause investigation is ongoing.